Event description:
It was reported the patient was experiencing discomfort at the ipg site because it was very superficial. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace the ipg electively and in addition, placed the ipg at a more comfortable depth which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.